Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction(s) documented in b5, the other evaluation findings are as follows: the air/water cylinder has no color; the suction cylinder has no color; the plastic distal end cover is deformed; the adhesive around the objective lens has discoloration; the adhesive around the light guide lens has discoloration; the connecting tube has a wrinkle; the light guide connector has corrosion due to water leakage; the universal cord has a wrinkle; the protector of the video cable section has a cut; due to deformation of light guide connector, water tightness is lost; and, due to a cut on the angle wire, the bending section cannot be bent in the up direction at all. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope air/water cylinder exhibited foreign objects inside. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign materials in air/water cylinder" malfunction would likely be related to the reprocessing that was not conducted properly due to leakage from light guide connector. Subsequently, the materials were not possibly eliminated. The event can be prevented by following the instructions for use which state: detection methods are written in IFU: gif/cf-170 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.